Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.